Event description:
It was reported that during loading of a transcatheter aortic valve, a misload was observed. The identified issue was a frame node overlap extending past the 4th node. Subsequently, a new valve was loaded into a new delivery catheter system (dcs), and a frame node overlap extending past the 4th node was observed again; however, the valve was deployed. When deployed to the point of no return (ponr), poor expansion and an infold were observed. The device was then withdrawn, and a third valve was successfully loaded and used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-34 (lot: 0012460567); product type: 0195-heart valves; implant date: na ; explant date: na product ID d-evolutfx-34 (lot: 0012470420); product type: 0195-heart valves; implant date: na ; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter aortic valve, a misload was observed. The identified issue was a frame node overlap extending past the 4th node. Subsequently, a new valve was loaded into a new delivery catheter system (dcs), and a frame node overlap extending past the 4th node was observed again; however, the valve was deployed. When deployed to the point of no return (ponr), poor expansion and an infold were observed. The device was then withdrawn, and a third valve was successfully loaded and used to complete the procedure. No patient complications have been reported as a result of this event. Additional information pertaining to the misload was received indicating that the misloads were both identified upon fluoroscopic inspection of the valve loads. The third valve was loaded and placed in the patient using a new dcs, not a previously misloaded device. Additional information pertaining to the infold was also received. The infold in the valve frame was first observed during initial deployment. A vertical line was revealed by fluoroscopy. The third valve was loaded, then the infolded second valve was recaptured and withdrawn from the patient. The recaptured valve was never repositioned and no post-implant balloon dilation was performed to resolved the infold. Per the physician, patient anatomical factors contributed to the event including a congenital bicuspid valve and strong calcification of the valve leaflet. A procedural delay occurred due to new valve loading, valve withdrawal, and new valve positioning.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.